Event description:
The contact called, because she noticed the customer's meter was missing segments. The customer was unaware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. The customer was sent to replacement contour meter.